Manufacturer narrative:
Product analysis: it was determined on analysis that the lower part of the liquid crystal display (lcd) of the external pulse generator (epg) had many lines of dead pixels and the lcd was defective. It was also noted on incoming tests that the epg failed on atrial frequency response. The device was unrepaired at customers request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance / repair . The epg was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.